Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented at the clinic with symptoms of light headedness and dizziness: they have an escape rate in the 20 beat per minute range. Technical services (ts) and the field representative reviewed device electrograms (egm) from the previous evening when the patient had also been symptomatic. Egms showed loss of capture for greater than ten beats on the right ventricular (rv) channel; the rv lead is from another manufacturer. Ts also noted left ventricular (lv) thresholds had increased and no noise was noted. Additional information was received that the system was explanted and replaced by an other manufacturer's products. No additional adverse patient effects were reported.